Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the prostyle instructions for use (IFU) states: prior to deployment of the perclose prostyle suture mediated closure device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram contributed to the reported event. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The patient effect of tissue injury (vascular injury) is listed in the prostyle IFU as a potential adverse event associated with vessel closure devices. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a venous closure of a common femoral vein was attempted with a prostyle device with an 8.5f sheath after an ablation interventional procedure. Reportedly, the foot was deployed, and the device was pulled to place against the vessel wall; however, the device was accidentally pulled out. The physician thought that the vein was torn. The foot was retracted, and the device was re-inserted in the vessel. The plunger was pushed down, and the suture was captured. However, bleeding was noted after knot advancement. The physician judged that it was probable the vessel was torn. A figure-8 stitch was used to treat the torn vessel and to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.